Event description:
It was reported that this electrode was surgical explanted due to noise, with any arm movement. A new electrode was implanted. Besides surgical intervention, no adverse patient effects were reported. At this time the product has been returned, and analysis complete.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode was surgical explanted due to noise, with any arm movement. A new electrode was implanted. Besides surgical intervention, no adverse patient effects were reported.